Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12124. It was reported that guide wire tip detachment occurred. The target lesion was located in the severely tortuous inferior genicular artery. A 300cm, 8cm v-18¿ control wire¿ was advanced but device was unable to cross the lesion. The physician attempted to cross the device but the tip of the wire detached. A very small part of the tip was left in the distal end of the superficial femoral artery. The physician tried to remove the fragment but was unsuccessful. The un-retrieved fragment of the guide wire tip has no influence on the patient. Another 300cm, 8cm v-18¿ control wire¿ was advanced but same thing happened. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The returned device matches with upn provided by the customer. The device has the distal tip kinked and detached; the detached section starts approximately at 298.4 cm from the proximal end. Dimensional inspection of the overall length and outer diameter (od) of distal tip could not be performed due to device condition (distal tip detached). The od of the middle and proximal section of the device are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12124. It was reported that guide wire tip detachment occurred. The target lesion was located in the severely tortuous inferior genicular artery. A 300cm, 8cm v-18¿ control wire¿ was advanced but device was unable to cross the lesion. The physician attempted to cross the device but the tip of the wire detached. A very small part of the tip was left in the distal end of the superficial femoral artery. The physician tried to remove the fragment but was unsuccessful. The un-retrieved fragment of the guide wire tip has no influence on the patient. Another 300cm, 8cm v-18¿ control wire¿ was advanced but same thing happened. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.